Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a refrigerator failure. A field service engineer rebooted the refrigerator and the main pyxis device to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had an issue with the ICU refrigerator. The customer reported that the ICU refrigerator was not detected on the communication bus. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.